Event description:
The customer reported the ventilator alarmed check vent: machine pressure sensor auto zero failed after recently replacing solenoids 2 and 4. Patient involvement is unknown. No harm was reported. The customer replaced solenoid 2 and 4, and the data acquisition board; the ventilator is now giving error check vent: proximal pressure sensor auto zero failed. The remote service engineer (rse) advised the customer to check the pin alignment and then replace solenoids 3 and 4. If that does not resolve the issue then replace the motor controller (mc) pcba and the cpu pcba. The customer requested to send the ventilator to the manufacturer's bench repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The bench engineer replaced the data acquisition pcba to resolve the reported issue. The device passed all tests.

Manufacturer narrative:
The data acquisition pcba was returned for failure investigation (fi). No fault was found. Fi could not replicate the reported problem.

Manufacturer narrative:
The bench engineer (be) evaluated the ventilator and confirmed the customer complaint. The unit is failing high pressure leak tests. The unit is displaying check vent: machine pressure sensor auto zero failed. High primary alarms were triggered during tests. The data acquisition board is malfunctioning.